Event description:
Customer called stating his insulin pump is displaying a message that he does not know. Customer's blood glucose was 186 mg/dl. It was determined that the message was the auto off alarm set for eight hours. It also revealed a low predict alarm. The alarms were explained to customer. Customer also mentioned a low blood glucose event where he was injured and required surgery. This occurred on (B)(6) 2013. Customer had a hypoglycemic event where he fell and injured his neck and back. He required surgery for his injuries. Customer did not provide any further details around the injury because he had just taken sleeping pills and was falling asleep. Customer was advised to call back with more information when he feels better. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.